Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient's mother contacted animas stating since the patient received a replacement pump, his blood glucose (bg) readings have been within target. The reporter suspects that the pump the patient was previously using was not delivering insulin properly. The patient's mother reported that the patient has had high blood glucose (bg) readings in the 300 mg/dl range for the past month. The patient's mother denied that the patient had signs/symptoms with the high bg's and confirmed no medical attention was required. At the time of the call, the reporter confirmed that the patient did have site issues with leaking due to scar tissue; however, when the regions were changed the patient continued with the high bgs. The reporter denied any issues with the cartridge or cannula. The pump was no longer available to confirm settings. There is no indication that the pump caused or contributed to a serious injury. The reported bg readings do not meet animas' criteria for a serious injury.